Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No information has been provided/submitted to the manufacturer for an evaluation to be conducted. Part not returned

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that that the emitter did not work due to a broken cable. There was no patient present when this issue was observed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and the axiem cable was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.